Event description:
The site reported that there were 5 post-implantation refractive surprises requiring re-implantation over the past year. This is the info for pt 1/5. It was reported that after undergoing surgical procedures on both eyes to implant intraocular lenses (os on (B)(6) 2012; od on (B)(6) 2012), the patient experienced poor post-operative outcomes: stable manifest refraction of -1.25 + 0.75 x 040 (od) and -2.00 + 1.25 x 015 (os) on (B)(6) 2013. The pt is scheduled for re-implantation surgery on (B)(6) 2013.

Manufacturer narrative:
A field service engineer performed an on-site inspection of the iolmaster 500. The instrument was found to be working within specifications for those parameters that affect the iol calculation, including axial length, keratometry, white-to-white and anterior chamber depth measurements. The instrument was found to be out of specification for sled speed and axial length end limits. The measurement head was replaced to address the end limits and the instrument was determined to be working within specification. The manufacturer's evaluation of the root cause is ongoing. Site contact: same as initial reporter.